Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an appropriate therapy. During device interrogation, high capture threshold was observed. The lead was capped and replaced. Patient was fine after the procedure.